Event description:
After a surgical procedure, the tabletop with the pt on it should be transferred to the transporter. During the transfer, the pt fell off the table top onto the ground. The pt suffered hematoma. MFR reference #(B)(4).

Manufacturer narrative:
On (B)(6) 2014, a maquet field service technician (fst) visited the hosp to investigate the involved devices. He could not find any malfunction either with the column nor with the tabletop, the transporter or the ir remote control. All devices worked as specified. According to the info the fst got from the customer the root cause of the incident was probably user error: the transporter was not completely under the column. One nurse was beside the table top. The nurse who operated the o.r. Table by using the ir remote control stated in a corner of the operating room without observing the pt. Instead of moving up the column the table top tilted to the right. The nurse beside the table top warned the operator but it was already too late. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.